Event description:
The patient reported that in 2011 the leads were placed too high in their back, so they had to have it redone in (B)(6) 2012. They stated that they had some nerve healing going on right now from the surgery.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter, product ID 8835, (B)(4), serial# (B)(4), product type programmer, patient. (B)(4).